Manufacturer narrative:
The imdrf codes and b5 summary have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that a staff member was moving quickly due to a call and hit their leg on the lowered siderail of an unspecified bed, resulting in bruising to their leg.

Event description:
It was reported that a staff member was moving quickly due to a call and hit their leg on the lowered siderail of an unspecified bed, resulting in bruising to their leg. Treatment details have not been provided at the time of reporting.